Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 25-year-old female patient who had essure (ess205) (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify" and device ineffective "device ineffective". The patient's medical history included abdominal pain and tubal ligation. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral), medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea;"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding- menorrhagia (heavy menstrual bleeding)"), anxiety ("mental anguish"), nausea ("nausea;") and depression ("depression"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device ("pregnancy (with complications);"), 4 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("bleeding: general abnormal bleed"). The patient was treated with surgery (essure removal on (B)(6)2012). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage and menorrhagia had resolved and the pregnancy with contraceptive device, dysmenorrhoea, vaginal haemorrhage, anxiety, nausea and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient experienced another pregnancy(ectopic) episode which is captured under case number- (B)(4). Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed on (B)(6)2012 tubal ligation was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound scan vagina - on (B)(6)2011: impression: 1. No definite intrauterine pregnancy is identified. There is a tiny anechoic focus within the endometrial canal. 2. Differential diagnosis includes intrauterine pregnancy too early to characterize versus failed or failing intrauterine pregnancy versus ectopic pregnancy not visualized. Close clinical, biochemical, and imaging follow up are recommended. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), pregnancy with contraceptive device ('pregnancy (with complications);') and genital haemorrhage ('bleeding: general abnormal bleed') in a (B)(6) year old female patient who had essure (ess205) (batch no. 626902) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify" and device ineffective "device ineffective". The patient's medical history included abdominal pain and tubal ligation. Concomitant products included betacarotene;bioflavonoids; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; cholecalciferol; copper sulfate; cyanocobalamin; folic acid; hesperidin; inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral), medroxyprogesterone acetate (depo provera), minerals nos; vitamins nos (prenatal vitamins), nsaids and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ bleeding- menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), dysmenorrhoea ("dysmenorrhea;"), nausea ("nausea;") and depression ("depression"). On (B)(6) 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 4 years 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and abdominal pain had resolved and the pregnancy with contraceptive device, anxiety, vaginal haemorrhage, dysmenorrhoea, nausea and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient experienced another pregnancy(ectopic) episode which is captured under case number (B)(4). Plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed on (B)(6) 2012 tubal ligation was reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Ultrasound scan vagina on (B)(6) 2011: impression: no definite intrauterine pregnancy is identified. There is a tiny anechoic focus within the endometrial canal. Differential diagnosis includes intrauterine pregnancy too early to characterize versus failed or failing intrauterine pregnancy versus ectopic pregnancy not visualized. Close clinical, biochemical, and imaging follow up are recommended. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Case was upgraded to incident. Events per pfs: bleeding: general abnormal bleed and abdominal pain were added. Outcome of pelvic pain, abdominal pain, menorrhagia and genital bleeding were added. Essure removal date was added. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.